Event description:
As reported by the user facility: patient was receiving an integrilin drip via IV pump. The pump settings were correct according to the physician orders. The medication infused at twice the programmed rate. The settings were rechecked 3 times by this nurse and once by the charge nurse. The settings were found to be correct. The infusion was stopped, the pump was taken out of service, and physician called. No follow up treatment ordered, no change in patient condition. (B)(4).